Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on august 24, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a gastrocystostomy procedure performed on (B)(6) 2022. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange could not be deployed. The stent was attempted to be removed; however, during removal, the stent fully deployed in the scope. Another axios stent was used and during insertion of the second axios stent, the first axios stent that got stuck inside the scope was pushed out and deployed inside the stomach. The axios stent was removed using a retrieval forceps. There were no patient complications as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."